Event description:
It was reported that the insulation on the nim probe peeled back. It is possible that some of the insulation was left inside the patient. There were no patient complications reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation by the product development engineer showed that coating is peeling back on the probe. It is most likely caused by multiple insertions into hard bone. The root cause is under evaluation.